Event description:
It was reported that the sleeve in the link jammed up. The doctor was unable to exchange the poly as planned and the surgery was aborted.

Manufacturer narrative:
(B)(4). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
.